Manufacturer narrative:
At the time of the initial call with olympus technical assistance center (tac), the customer was unable to determine what was causing the b30 scope communication error but was speculating that it may have been caused by a single scope. At the time of the call, troubleshooting was unable to be performed as the customer was not near the unit. Upon follow up with the customer, the customer reported that the failure was able to be isolated to a single gastrointestinal videoscope after troubleshooting. The patient was moved to a different room and several scopes were tested with the subject light source with no failure being observed. The scope was sent in for repair. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), there was a b30 scope communication error when using evis exera iii xenon light source prior to an unknown diagnostic procedure. There was a reported delay, however, the length of the delay was not provided. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Event description:
Customer additionally reported that the length of the procedural delay due to the issue was about 30 minutes. It was confirmed that the event occurred prior to an unknown procedure. The patient was not sedated at the time of the delay.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and corrections. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to foreign matter attachment and moisture attachment at the electrical contact part of the gif-h10 (digester scope). Olympus will continue to monitor field performance for this device.